Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 24 days post-implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach. The patient showing a mean echo gradient of 63 mmhg. This team is looking for a valve in valve review. At this time, there is no planned date for intervention.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. However, relevant imagery was provided, and the valve appeared to have a waist or under expanded was observed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. Available information suggests procedural factors (under-expanded valve) likely contributed to the event as it was noted in the imagery. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstruct, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.